Manufacturer narrative:
Unit alarmed compromised force sensor system during prime/compromised force sensor system test at 4.0 lbs. Due to faulty force sensor resistor.

Event description:
The customer reported via phone call that insulin was squirting from the tubing. In the alarm history there was a series of compromised force sensor system alarms. The customer treated with a manual injection. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.